Event description:
It was reported that the automated impella controller (aic) not connecting to impella connect. It presented purge pressure alarms even with brand new purge cassette. Additionally, the cassette door was sticking with button either not releasing to open or not releasing to close.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.